Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed the reported events, however the most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. In addition, there was foreign material found present within the device; however, the type of material or root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device image had snowflakes, and the inside of the air/water valve was dirty. There was no report of patient involvement.